Event description:
It was reported that, "patient was in the operating room. Before trying to put the inserter onto the stem it was noticed that the inserter was broken and was not used on the patient. No additional time added to surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.